Event description:
Baxter (B)(4) received a report that an intermate had no flow during patient infusion. The device was filed with a solution containing 6000 mg piperacilin, 750 mg tazobactam in 100 ml saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 100 ml of solution in the reservoir. The reported condition of no flow was not confirmed. Visual inspection of the sample showed no signs of blockage that could have caused the reported condition. Flow was readily observed at the distal luer during the functional test. Flow continued without stopping. No evidence of flow problem was observed during the functional test. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.